Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the one of the features was missing. The repair technician reported the pin on the alignment indicator was broken and missing. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on aug 11, 2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A service history review was performed on part # 357.372 / lot # 4378268: no service history review can be performed as part number 357.372 with lot number(s) 4378268 is a lot/batch controlled item. The manufacture date of this item is 9-aug-2002. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record (DHR) review was performed for part # 357.372 / lot # 4378268: release to warehouse date: 09-aug-2002, expiration date: n/a, manufactured by (B)(4): one non-conformance report (ncr) was generated for (B)(4) parts for welds not being visible at note 2 locations. One of these parts had no weld cert, and 1 of these parts also had mat'l cert of 304 instead of 17.4 ph. (B)(4) parts were re-worked and accepted. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the three stars like features are missing on the helical blade inserter. This was discovered during sterile processing. There was no patient involvement. This report is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).